Event description:
Rptr has been a pump user since july 2003. They are now on their 3rd pump. Problems with the service of the co began as soon as the pump arrived. Rptr was sent the wrong color pump and the financing plan that they had arranged was not not put through. Rptr was hospitalized with mild ketoacidosis. For over a week, rptr had been having problems with blood sugar rising and was physically and mentally exhausted. Rptr continued to go back to the pump, in between insulin injections, despite the fact that they would again rise. They made several calls that prior week with concerns. Rptr was receiving no alarms on the pump and, except for the fact that rptr was delivering 10 units at a time consistently from the pump without blodo sugar lowering, rptr had no reason to believe that the pump was the reason for the high blood sugars. On one particular call rptr began to receive "check settings" alarms. They received a low battery warning in the car. By the time they got to their destination and bought a battery, the pump had shut off. Tried to bolus and nothing would happen. The pump would not bolus because the time and date had erased when the battery died. Rptr now knows to check for that but was concerned at the time that having an incorrect time or date programmed in the machine would shut it down. For such a minor thing to totally disable the pump seems astonishing to rptr. Called medtronic from the hosp again per doctor's instructions. They ran every test except the "no delivery" test. They all passed (the tests checked simple things like pump settings, basal rates, etc). Rptr expressed at that time concerns about this pump and safety. While in the hospital, with an IV, blood sugar came down quickly and stayed regulated. Blood tests to make sure that rptr didn't have some infection, etc. Those all came back clear. An hour before leaving the hospital, rptr was instructed to put the pump back on. Left with a blood sugar reading in the low 100s, three hours later blood sugar had risen to over 400 again. Began taking manual injections and blood sugar came down and remained that way throughout that day. The next day, rptr called and ran the no deliver test. It came back okay (around 4.7 units had gone through.) Rtpr was still concerned and they offered to send a new pump. During the whole process, rptr found out several things that concerned them about this pump. The "no delivery" alarm averages about 7 units to occur. However, basal rates (and those on average according to rptr's knowledge) are set at 1 and 1.2 throughout the 24 hour period. There is no way for rptr to know if they are receiving those. Rptr also tends to take boluses much smaller than this. To rptr, that is one of the greatest benefits to the pump and most important since rptr only takes short acting insulin with the device. Rptr was not made aware until they had problems with second pump that they had sent a re-certified pump. Upon really hearing about re-certifed pumps, they had several concerns. Rptr's first problem was that they had never heard about this policy, through anyone. Rptr was told to check their warranty, it's not there. Medtronic had a very specific policy about pumps: if it's not returned in the first 30 days, they send a re-certified pump. But, they don't tell their customers this. Rtpr's next concern was safety for several reasons. Rptr has a pump that had been used by other people and was concerned about health issues. Also, if all that medtronic sends out is used pumps, rptr questioned how many pumps actually had problems. When asking about the re-certification process, rptr got a variety of different answers. The sales rep leader in the area tells his customers that everything is replaced but the circuit board, which is false. Rptr has since been sent the guidelines and knows that at least the case is replaced. Another concern is the fact that rptr is paying a lot of money for a product that rptr doesn't know how many times has been used. Rptr requested a history of pumps, including original pump to see if it was new. They provided a summary but would not let rptr know what had been wrong with the pump or what the customers' complaints had been. According to their report, first pump was new but rptr would like a record of when it was manufactured. Pump 2 was manufactured in feb 2002 (almost two years ago) and had been returned twice. Pump 3 was manufactured in june of 2002 (almost two years ago) and had been returned. Rptr's main concern with this is that it is not disclosed to customers and it is something that can make one uncomfortable to find out afterwards. Rptr has been told that marketing and legal are now looking for this. Also, rptr is paying for a pump manufactured on july 20, 2003, not one over a year older that is on its third round. They have since stated that rptr's pump tested fine and no doubt someone else is using it. The 2nd pump was constantly getting "no delivery" warning when primed and several times in between. Rptr would play with the pump and usually get it to quit. It came back to not knowing if any basal rates were getting through because they don't create enough pressure to cause an alarm. At this particular time, rptr was also starting to get highs and having to use injections to fix them. Rptr also had several odd alarms (a low reservoir alarm on a half-full reservoir, low battery that they had just replaced). This is when rptr found out about re-certified pumps and was concerned. Rptr wanted to speak with someone about these concerns. Rptr was told that no one was available. Rptr called help line with a question for pump 3. Rptr had given 14 units of insulin and over a few hours blood sugar had risen. After two consecutive tests where it got higher, they removed the pump. Rptr found that the cannula was bent inside stomach and takes full responsibility for that. However, rptr called to question whether or not a "no delivery" alarm should have gone off.